Event description:
It was reported that a change in the imaging equipment, during the aaa procedure, prolonged the procedure time leading to the patient loosing more than 1 unit of blood. Cell saver was used and the blood was returned to the patient. The clinician made no allegation of product deficiency regarding the excluder device.